Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device remained implanted. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).